Manufacturer narrative:
The lot number of the cutter involved in the reported event was not provided therefore we were unable to review the lot/device manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a hospital in (B)(6) stated that the cutter stopped working during the procedure and it needed to be exchanged. The healthcare professional was able to complete the procedure without any injury or consequences to the patient.